Event description:
One endeavor sprint rx drug-eluting stent was implanted in the proximal lad (MFR report #2953200-2009-00690) and one endeavor sprint rx drug-eluting stent was implanted in the 1st diagonal branch (overlapping). Pt was asymptomatic/free of symptoms at 30 days follow up. It is reported that pt experienced an ischemic stroke approx 3 months following index procedure. It is reported that 'pt was assigned for dilatation of the left art. Carotis int.'. Pt suffered a stroke upon that occasion and was hospitalized. Investigator has indicated that event was not related to the study stent. Pt was asymptomatic/free of symptoms at 6 month follow up.

Manufacturer narrative:
Results: (stroke).